Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.